Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation during follow-up, rv lead noise and low impedance due to clavicular crush were observed. The lead was explanted. The patient was stable.